Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system is not working. The fse determined the cause of the problem to be faulty hard drive. The fse replaced the hard drive and verified system functionality. The partitioned serial ata hard-drive that contains operating systems, and also contains the system software. The hard drive holds software that is a set of instructions that directs the system processor to perform specific operations. The software will be reinstalled, after a hard drive replacement, to fix any software issues as a result of a hard drive failure. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.